Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: cervical degenerative disc disease, c5-c6 and c6-c7; cervical spinal stenosis with severe radiculopathy. For which, patient underwent following procedures: anterior cervical discectomy, c5-c6 and c6-c7; anterior cervical corpectomy c6; anterior cervical fusion c5 to c7; placement of anterior cervical plate c5 to c7; placement of interbody fusion peek cage c5 to c7; placement of local bone and bone morphogenic protein sponges for spine surgery; micro osseous dissection. Per op notes, ¿a 25 mm peek strut cage tied with local bone and bone morphogenic protein sponge was placed as an interbody fusion device from c5 to c7. Fluoroscopy x-rays confirmed appropriate placement of this anterior cervical strut graft.¿ patient tolerated the procedure well with no complications reported. On (B)(6) 2009: patient presented for post-op follow up and complained of some mild incoordination of his right upper extremity as compared to his left. Patient underwent ap and lateral x-rays of cervical spine, which revealed ¿well placed anterior cervical plate. The bone graft is in good position.¿ on (B)(6) 2009: patient presented for post-op follow up and complained of some left shoulder burning, and difficulty in swallowing. Patient underwent x-ray study, which revealed ¿well placed anterior cervical plate. There is no loosening. The interbody fusion cage is still in good position.¿ on (B)(6) 2014 , the patient presented for evaluation of chronic neck pain . On (B)(6) 2014, the patient presented for CT scan of cervical spine with intrathecal contrast . Impression: disk bulge c3-4 with endplate osteophyte but no significant compressive pathology; disc bulge c4-5 with osteophyte resulting in mild anterior cord flattening; solid appearing c5-c7 acdf and c6 corpectomy with residual foraminal stenosis left greater than right c5-6 and bilaterally c6-7 related to uncovertebral spurs; right carotid bifurcation calcified plaque.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent anterior cervical interbody fusion at levels c5-c7. Post-op, the patient experienced progressively worsening neck pain with radiculopathy into his upper extremities, facial pain, headaches, and difficulty swallowing. The patient continued to experience chronic neck pain with radiculopathy into his upper extremities, to the point of loosing use of his right arm and hand. He experienced painful headaches, and difficulty breathing and swallowing.